Manufacturer narrative:
(B)(4). The device was not returned to baxter and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental will be submitted.

Event description:
It was reported that during secondary infusions, the albumin will not flow causing fluid to be pulled from the primary bag. No patient injury was reported.